Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker experienced syncope. The presenting electrocardiogram exhibited atrial-ventricular dyssynchrony. Technical services (ts) suspected the pacemaker settings attributed to the patient's symptoms. As a result, the patient was hospitalized. No additional adverse patient effects were reported. This pacemaker remains in service.